Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had 3 tracks and the inner track was too long, these were left to the patient for 3 months due to welfare constraints. The customers stated the patient attempted to cut them down. There was no reported patient involvement and outcome.